Event description:
Revision surgery was performed due to pain and stiffness about 10 months after the primary surgery. Only the liner was revised, from 14mm to 12mm.

Manufacturer narrative:
Batch review performed on 3 february 2025. Lot 2237874: (B)(4) items manufactured and released on 10/11/2022. Expiration date: 24/10/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.